Event description:
The customer received a questionable ion selective electrode (ise) sodium result on their integra 400 plus analyzer. The patient's initial sodium result was 128 mmol/l which was reported outside the laboratory. The doctor questioned the result and had the patient redrawn. The redrawn sample was run on the customer's other integra 400, serial number (B)(4), and the result was 138 mmol/l. The redrawn sample was repeated on the original analyzer and the result was 138 mmol/l. The original sample was repeated on the original analyzer and the result was 138 mmol/l. The patient was given some saline based on the sodium result of 128 mmol/l. The customer stated the patient was fine. There were no delays or withholding of treatment. The sodium electrode lot number and expiration date were not provided. The field service representative found the tube for the indirect calibrator was not seated in the pinch valve allowing calibrator to backflow and poor aspiration of sample. He stretched the pinch tube to make it more supple and seated it in the pinch valve. The analyzer passed the customer's calibration and quality control as well as a customer precision run on the previously errant sample.